Event description:
Pt had an allograft from crylife, inc. Implanted in their right knee and became very ill. Pt was transported by ambulance to hosp. They found triple infection: staph, strep and enterobacter. Pt almost died. Now 4 mos later pt still can't walk.